Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code - mechanical (g04) ¿ femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: findings: knee revision of 1 component for pain, clinically evident mid flexion and flexion instability. There was no evidence of infection or synovitis with normal looking joint fluid. There is some scarring over the patella which was excised. No loosening of the component, completely stable-there was abundant scar in the gutters and suprapatellar pouch which was removed. Regarding the femur component, no signs of lysis or loosening, additional scarring was debrided-the same was done on the tibial side and no signs of loosening found. Ps sz 13 was trialed and revealed the best stability and still allowed full extension, this was inserted without difficulty. There was good tracking and excellent stability achieved in medial and lateral both with flexion and extension. The device history records were reviewed with no related deviations and/or anomalies identified. A definitive root cause cannot be determined. This complaint can be confirmed based on the medical records highlighting presence of pain, flexion instability and scar tissue. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# 42512400810; lot# 62322823, item# 42509902525; lot# 62151277, item# 42540200032; lot# 62407081, item# 42509902548; lot# 62230668, item# 42532007101; lot# 62401165, item# 00111214001; lot# 76384339. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure approximately four (4) years post-implantation to exchange the poly due to pain, instability, and scar tissue. Attempts have been made and no further information has been provided.